Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled follow-up, the device stored several episodes of automatic mode switching due to noise on the atrial lead. Lead damage was suspected. No intervention was performed due to the patient's age and clinical condition, instead, the lead will be monitored more frequently. The patient was stable.